Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately around 10pm or 11pm on (B)(6) 2019, when she obtained an alleged inaccurate high blood glucose result of "92 mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin but didn't want to be asked about the type or dose. She reported that at the time of obtaining the reported result, she administered her "normal diabetes medication". She indicated that an unspecified time later, she felt symptoms of "sweaty, shaky and about to faint" which she associated with a low blood glucose excursion. She reported that she self-treated her symptoms by eating sweets. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education on its use was provided and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining an alleged inaccurately high reading on the meter and following her usual diabetes management routine.